Manufacturer narrative:
(B)(4). Date sent: 10/8/2024. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Details could not be provided.

Manufacturer narrative:
(B)(4). Date sent 10/23/2024. D4 batch #867c90. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the articulation bar was noted to be damaged and the red motor wire was noted to be disconnected from the motor terminal, therefore making the device non-functional. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The motor wire disconnected is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 867c90, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished psee60a, with lot number c9dl23, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. Attempts are being made to obtain the following information. To date a response has not be received. Should additional information be received, a supplemental report will be submitted. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, could not fire farther after fired a little. Changed to a new one to complete surgery. No additional information can be provided.